Event description:
Caller states the pt tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).